Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 48-49 mg/dl. The suspected cause of the low bg was not provided; however, the customer¿s continuous glucose monitor value was inaccurately displaying 162-163 mg/dl during the event. Customer consumed carbohydrates to address bg. The customer reverted to an alternate method of insulin therapy.